Event description:
A malfunction alarm was reported, identified by the code malf 0, but no notable events occurred before it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, as it was the first occurrence, and informed them to call back if the issue recurred. The customer understood the instructions and continued using the pump without further issues.